Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 150mg/dl. During troubleshooting with tandem technical support, the error was cleared, however customer declined follow-up to ensure new cgm session was successfully started.